Event description:
After use of the device for a cardiopulmonary bypass procedure, the perfusionist reported they needed to print case reports from the cdi 500 monitor, but were unable to load paper into the unit. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.